Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that drops of insulin observed at the end of the cartridge pigtail and high blood glucose (bg) levels were also reported. The customer addressed the high blood glucose (bg) correction injection via multiple daily doses of insulin (mdi). No further information available.